Event description:
This rv lead was implanted on (B)(6) 2002 and was capped and replaced on (B)(6) 2014 due to an unknown product performance issue. The physician was dr. (B)(6) at the medical center of (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).